Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a plastic procedure. The needles are coming off the suture, the suture was breaking, etc. Occurred to five (5) products. Patient involvement is unknown.